Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: left and right tubes"), intestinal perforation ("perforation of bowel") and device dislocation ("coils migrating/ some of the coils were misplaced and one was resting on my bowel") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "she assumed they must have all been defective" on (B)(6) 2008 and medical device monitoring error "mirena (also inserted (B)(6) 2008)". The patient's past medical history included gravida ii, parity 2 (date of birth: (B)(6) 2003, (B)(6) 2007), gestational diabetes, premature labor and chlamydial infection. Patient had no history of sexually transmitted diseases. Previously administered products included for contraception: depo provera from 2003 to (B)(6) 2008. Concurrent conditions included smoker (approximately four cigarettes per day) and anesthesia. Family history included hypertension and diabetes. Concomitant products included levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("the coil inside my left tube it would not deploy"). In (B)(6) 2008, the patient experienced gait inability ("inability to walk") and dysstasia ("inability to stand, sit, or put pressure on legs"). On (B)(6) 2008, the patient experienced pain in extremity ("severe and persistent leg pain"). In (B)(6) 2008, the patient experienced abdominal discomfort ("experienced same symptoms of not being able to apply pressure and having a sense of pressure in my abdomen"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), groin pain ("severe and persistent groin pain"), pelvic pain ("severe and persistent pelvic pain"), back pain ("lower back pain from coils migrating"), abdominal pain ("severe and persistent abdominal pain as if a knife was being stabbed into my stomach"), gastrointestinal pain ("pain during bowel movements"), dyspareunia ("pain during intercourse") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (partial hysterectomy to remove the coils as well as both of fallopian tubes), surgery (partial hysterectomy to remove the coils as well as both of fallopian tubes) and surgery (partial hysterectomy to remove the coils as well as both of fallopian tubes). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, intestinal perforation, device dislocation, gait inability, dysstasia, abdominal discomfort, gastrointestinal pain, mental disorder and device deployment issue outcome was unknown, the groin pain, pelvic pain, pain in extremity, back pain and dyspareunia had not resolved and the abdominal pain was resolving. The reporter considered abdominal discomfort, abdominal pain, back pain, device dislocation, dyspareunia, dysstasia, fallopian tube perforation, gait inability, gastrointestinal pain, groin pain, intestinal perforation, mental disorder, pain in extremity and pelvic pain to be related to essure. The reporter provided no causality assessment for device deployment issue with essure. The reporter commented: severe and persistent abdominal pain as if a knife was being stabbed into her stomach has occurred less often, however, pains in legs while walking and groin pain as if legs were being cut from pelvis were still present, but less sporadic. Still having pain during intercourse after having the tubal ligation (on an unspecified date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. On (B)(6) 2008, operative findings: current weight: (B)(6). Weight at time of essure placement: (B)(6). Small mobile anteverted uterus. No masses palpated. Normal appearing hysteroscopic endometrial cavity. Bilateral tubes were visualized, approximately 3-4 coils were visible at the right ostia at the end of the procedure. Attention was then turned to the patient¿s left ostia. However, the device malfunctioned and was not successfully deployed. This was attempted several other times with the same result each time. At this point, it was decided to abort the essure procedure and place an iud. The hysteroscope was removed. The uterus was sounded to 8.5 cm. The mirena iud was placed without difficulty, strings cut at 3 cm. Essure confirmation test on (B)(6) 2012 (hysterosalpingogram), confirmed left tube blocked and she had two coils in right tube and three in left tube. No intraperitoneal spillage was noted. No intrinsic filling defect in the endometrial canal. Current weight as of (B)(6) 2017: (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received. Reporter information updated. Patient demographic information, relevant history and lab data added. Essure indication, stop date (B)(6) 2015 added and start date updated from (B)(6) 2008. Event severe and permanent injuries was replaced with perforation: left and right tubes, perforation of bowel, coils migrating/ some of the coils were misplaced and one was resting on my bowel, inability to walk, stand, sit, or put pressure on legs, experienced same symptoms of not being able to apply pressure and having a sense of pressure in my abdomen, severe and persistent leg pain, pain during intercourse, essure caused or aggravated any psychiatric and/or psychological condition, two coils in my right tube and three in my left tube, deployment malfunction of the essure device resulting in inability to place the left coil and complication of device insertion. Symptoms of groin pain, pelvic pain, lower back pain and abdominal pain added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.